Event description:
A device report from oberdorf indicated a hospital in (B)(6) reported: during a procedure, the tip if the ria drive shaft broke off. All fragments were removed from the patient.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
This device is used for treatment not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.